Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder did not occur. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a request was made for the customer to upload the pump. Review of pump data confirmed the issue.